Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable glucose results for one patient sample from a neonate. The nurse measured the sample with the accu-chek performa system with a result of 55 mg/dl. The result from the integra analyzer was 38 mg/dl. No adverse events were alleged regarding the event. The therapy was altered based on integra result of 38 mg/dl. The patient's current condition was "good". No investigation could be performed as further information concerning the type of integra analyzer, the lot number of the glucose reagent or further information concerning the patient was not provided.

Manufacturer narrative:
Additional information was received regarding this complaint stating the integra was not a roche product.